Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Most recent blood glucose level was 138 mg/dl earlier in the day of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.